Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sept2019. The customer troubleshot with technical support and was advised to replaced the regulator assembly. Regulator assembly replaced. An investigation was performed and the product analysis technician reported that the root cause was isolated to the regulator being out of specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer could hear a leak from the regulator. There was no patient involvement.